Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was giving occlusion/air in the line warnings to patient at home, they came in, they checked the line and found no issues and started it running again. The pump gave the same warnings, and the patient had to come back in again. When they switched pumps, there were no further issues. There was no reported patient harm. The event occurred while in use with patient.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed as the product was not returned.